Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated episodes due to noise oversensing, and some days later, it finally delivered inappropriate therapy. Subsequently, the tachy therapy was turned off. Maneuvers were performed and the noise was reproducible in both primary and secondary vector configurations, while alternate showed small amplitude with p waves and qrs both being sensed. Apparently, there was no viable vector suitable for this patient. The patient has lost much weight since implant. Technical services recommended to perform x-rays to see if the s-ICD and/or the implantable electrode have migrated, and to consider switching to a transvenous system since there is no apparent viable vector for this patient. This implantable electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the implantable electrode was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated episodes due to noise oversensing, and some days later, it finally delivered inappropriate therapy. Subsequently, the tachy therapy was turned off. Maneuvers were performed and the noise was reproducible in both primary and secondary vector configurations, while alternate showed small amplitude with p waves and qrs both being sensed. Apparently, there was no viable vector suitable for this patient. The patient has lost much weight since implant. Technical services recommended to perform x-rays to see if the s-ICD and/or the implantable electrode have migrated, and to consider switching to a transvenous system since there is no apparent viable vector for this patient. No additional adverse patient effects were reported. Eventually, this implantable electrode was explanted due to therapy upgrade and was returned for analysis.